Event description:
It was reported a spectrum pump had a "door not fully latched" message. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom was reproduced and confirmed through evaluation. Evaluation found the force required to closed the door was above expected levels and if not applied would cause the device to alarm "door not fully latched". This condition was caused by the door hooks being out of adjustment. The door hooks and latch pins were replaced to correct this condition.